Manufacturer narrative:
The device was received with the soft cannula deployed. The download data indicates that the pod ran for 4,080 pulses and was deactivated by an 0x18 hazard alarm or an empty reservoir. Upon opening the pod it was confirmed that the reservoir was empty. The bottom battery voltage was measured to be below the expected. The download data contains no timeouts or drive stalls, indicating there was no struggle in delivering insulin despite the low battery voltage. The device was received with the soft cannula deployed and the needle visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The incorrect installation resulted in the needle being unable to retract. Inspection of the pod found the tip of the formed needle to be damaged. The damaged formed needle tip resulted in pain during insertion at the infusion site.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 328 mg/dl. The cannula did not deploy and the needle did not retract when the pod was activated; this indicates that a needle mechanism failure occurred. Pain and bruising at the infusion site, and a low reservoir alert were also reported. As treatment, the pod was removed.

Manufacturer narrative:
Correction to b5: it was reported that the patient's blood glucose level (bg) rose to 328 mg/dl. The cannula did not deploy and the needle did not retract when the pod was activated; this indicates that a needle mechanism failure occurred. Pain and bruising at the infusion site, and a low reservoir alert were also reported. As treatment, the pod was removed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
Bruising and low reservoir too